Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/17/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/13/2024. The event log was reviewed, and confirms the reported issue of an abrupt power off, as there are log event on codes without a log event off. During functional testing, the reported problem was duplicated. The pump powered off immediately. Once a new battery was put into the pump, it completed an infusion with no issues. The root cause for the failure is a depleted battery.